Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted the brush failed to extend out of the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; wire broke.

Manufacturer narrative:
Investigation result of wire broke. Visual evaluation of the returned rx cytology brush revealed multiple bends and kinks at various points along working length. Functional evaluation found the thumb ring could be fully extended and retracted with resistance and grinding at handle t-fitting. Device was disassembled. Assessment found pull wire had become unwound and bent at the distal end of handle hypotube, and one wire strand had broken at 0.2 cm from hypotube. The twists, bends, and kinks were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure. Therefore, the most probable root cause classification is "operational context." A search of the complaint database confirmed that no similar complaints exist for the specified batch.